Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising and high thresholds and rising impedance. The ra lead was capped and replaced during a routine changeout procedure. The new ra lead exhibited poor sensing and no slack. The new ra lead was revised post operatively and remains in use. No patient complications have been reported as a result of this event.